Event description:
It was reported that pericardial effusion (pe) and embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was utilized with a watchman fxd curve access system (was) for trans-septal puncture (tsp). Difficulty was encountered with the tsp. The was advanced to the laa and a 24mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed, and the physician observed staining on fluoroscopy. A pe was identified, and the patient's systolic blood pressure dropped from 100 to 80. Dopamine was administered and the patient's blood pressure remained stable. The physician suspected the pe was caused by the difficult tsp. The wds was released without fully meeting release criteria. The was and delivery system were withdrawn from the patient and protamine was administered. After release, the 24mm watchman flx closure device embolized out of the laa and settled in the aortic arch. A 18fr 40mm sheath was placed in the left femoral artery. At this time, the activated clotting time was 240 seconds. The physician first utilized an ensnare device which moved the 24mm watchman flx closure device down into the descending aorta. The physician then switched to a grasping device and was able to successfully retrieve the 24mm watchman flx closure device. The patient was admitted to the step-down unit overnight and was discharged home the next day. The physician plans to re-attempt implant at a later date.

Event description:
It was reported that pericardial effusion (pe) and embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was utilized with a watchman fxd curve access system (was) for trans-septal puncture (tsp). Difficulty was encountered with the tsp. The was advanced to the laa and a 24mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed, and the physician observed staining on fluoroscopy. A pe was identified, and the patient's systolic blood pressure dropped from 100 to 80. Dopamine was administered and the patient's blood pressure remained stable. The physician suspected the pe was caused by the difficult tsp. The wds was released without fully meeting release criteria. The was and delivery system were withdrawn from the patient and protamine was administered. After release, the 24mm watchman flx closure device embolized out of the laa and settled in the aortic arch. A 18fr 40mm sheath was placed in the left femoral artery. At this time, the activated clotting time was 240 seconds. The physician first utilized an ensnare device which moved the 24mm watchman flx closure device down into the descending aorta. The physician then switched to a grasping device and was able to successfully retrieve the 24mm watchman flx closure device. The patient was admitted to the step-down unit overnight and was discharged home the next day. The physician plans to re-attempt implant at a later date.

Manufacturer narrative:
Procedural media was provided to aid in the investigation and reviewed by a boston scientific medical director. The media comprised of 7 video loops (5 transesophageal echocardiography (tee) loops and 2 fluoroscopy). The fluoroscopy loop showed slight staining compatible with a pericardial effusion. The pericardial effusion was difficult to confirm on the tee loops because only views focused on the laa and watchman flx closure device were available. The tee loops showed the deployed watchman flx closure device in the left atrial appendage. There was a significant shoulder visible at what was likely a higher angle tee view. Also, at lower angles, it seemed that the distal face of the watchman flx closure device was flat, suggesting low compression. No color doppler and no tug test were shown to assess seal or anchor. One tee loop showed the embolized watchman flx closure device in the left atrium. Based on the limited imaging provided, it is possible that the proximal position and the low compression contributed to the acute embolization.